Manufacturer narrative:
The investigation conducted by the field service engineering concluded that the system error code 252 was associated with the dual camera controller unit (doco). After further inspection it was found that the doco was turned off by the site. The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by turning on the doco. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of january 12, 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing for a da vinci si surgical procedure the site experienced a system error code 252 when starting the system. With the assistance of an isi technical support engineer the site restarted the system and checked all connections, however upon start up the system error code 252 recurred. The patient was under anesthesia when the site decided to abort the planned procedure. No patient harm, injury or adverse event was reported.